Event description:
A medtronic representative reported that the head on the screw of a long open spine clamp is stripping. This event was discovered outside the operating room and no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at time of alleged malfunction. The suspect device has not been received by the manufacturer for evaluation.